Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a surgical complication and revision procedure occurred. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Correction: describe event or problem ¿ repair surgery, not revision surgery.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2006. Subsequently, patient experienced dehiscence of the gluteus maximus, clicking and snapping, and lateral hip pain. A revision procedure was performed by a different surgeon on an unknown date. A review of invoice history could not confirm the initial surgery date. Additional information received revealed the patient did not have a revision surgery, but a repair surgery for the gluteus maximus tear on an unknown date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Additional information: gluteal tear repair procedure was performed on (B)(6) 2008. Date explanted - a revision procedure was not performed and nothing was explanted.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2006. Subsequently, patient experienced dehiscence of the gluteus maximus, clicking and snapping, and lateral hip pain. Additional information received revealed the patient did not have a revision surgery but underwent a gluteal tear repair procedure which was performed on (B)(6) 2008.

Manufacturer narrative:
Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2006. Subsequently, patient experienced dehiscence of the gluteus maximus, clicking and snapping, and lateral hip pain. A revision procedure was performed by a different surgeon on an unknown date. A review of invoice history could not confirm the initial surgery date.

Event description:
It was reported that patient enrolled in a clinical study underwent right femoral resurfacing procedure on (B)(6) 2006. Subsequently, patient experienced dehiscence of the gm muscle, clicking and snapping, and lateral hip pain. A revision procedure was performed by a different surgeon on an unknown date. A review of invoice history could not confirm the initial surgery date.